Event description:
It was reported by service report that the zoom function was intermittent, stopping suddenly while the function was engaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Cam bracket assembly.